Event description:
Device 2 of 2. Reference MFR report #: 1627487-2016-01360. Follow-up revealed the patient underwent surgical intervention on (B)(6) 2016. During the procedure, the ipg was electively explanted and nothing was done to the leads. The patient was happy about the coverage post operatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2016-01360. It was reported the patient experienced stimulation turning on and off with slight positional changes or pressing on the ipg site. An impedance check revealed no anomalies. Programming was performed and provided more consistent stimulation for the time being. However, x-rays showed the left lead had migrated. As a result, the patient will undergo surgical intervention.